Event description:
Caller reported neonate patient blood glucose result of 40 mg/dl on the sensor system, lab result 5 mg/dl within 10 minutes. It was reported that as the hospital has several lots of strips in circulation, the caller was unable to specify which lot of strips was in use. The test strips were reported as having all been used, and so return was not possible. Reported no adverse event relative to discrepancy. Strips not available for return.

Manufacturer narrative:
The event occurred in (B)(6). Strips not available for return.